Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected lower range. Svc coil impedance was 6 ohms on (B)(4) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 419688 lead, implanted: (B)(6) 2012; dtba1d1 ICD, implanted: (B)(6) 2016 .

Event description:
It was reported that a lead alert triggered due to low impedance on the superior vena cava (svc) portion of the right ventricular (rv) lead. Low impedance was also noted on the rv defib coil. The lead remains in use. No patient complications have been reported as a result of this event.